Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined that this device is not reportable as it was not involved in the event and did not malfunction. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(6). Multiple MDR's were submitted for this event. Please see reports: 0001822565 - 2017 - 08028, 0001822565 - 2017 - 08029, 0001822565 - 2017 - 08030, 0001822565 - 2017 - 08031. Concomitant products- apr stem, unknown part/lot; acetabular cup, unknown part/lot; femoral head, unknown part/lot; acetabular liner, unknown part/lot. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that the patient has been indicated for revision approximately 23 years post-implantation due to unknown reasons. No further information has been made available at this time.